Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Hyphema, iop increase and corneal edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (hyphema, iop increase and corneal edema) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a right eye (od) trabecular microbypass stent system procedure, the patient experienced what was described as a "massive hyphema" associated with elevated intraocular pressure (iop). Per report, the bleeding began intraoperatively, and the surgeon "washed the eye" and treated the elevated iop with medication. Reportedly, the iop was "ok" after several days; however, there was still blood in the anterior chamber (ac) and corneal edema. The report noted that the patient was on anticoagulants and has high blood pressure. Additional information has been requested.